Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio 2 meter was displaying an error 4 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2018 at 6.15pm. He reported that he manages his diabetes with insulin (self-adjuster), and he made no changes to his normal diabetes management regimen, in response to the alleged meter issue. The patient denies developing any symptoms. The patient stated that due to being unable to obtain a blood glucose result, he attended a medical clinic, and a reading of ¿236 mg/dl¿ on the clinic meter. The patient reported he was treated by a health care professional with ¿4 units of humalog insulin¿. During troubleshooting the csr noted this was not the first time the product was being used, and the patient described the correct testing steps. The csr noted that the test strip did completely draw in the sample. The csr walked through a retest with the patient and the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received treatment by a health care professional for a high blood glucose result, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.